Manufacturer narrative:
Correction: the explant device that was previously reported on belongs to another manufacturer; it was not a cochlear device as previously reported. This report is filed january 11, 2016. Device belongs to another manufacturer.

Event description:
Per the clinic, the device was explanted (B)(6) 2015 for unknown reasons.

Manufacturer narrative:
(B)(4). The device is currently unavailable.